Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 06nov2019 an eye care provider (ecp) in (B)(6) called to report that a patient (pt) was diagnosed with ou corneal ulcers in (B)(6) 2019 while wearing the acuvue® vita¿ brand contact lenses. On 12nov2019 additional medical information was provided by the ecp: the corneal ulcer (affected eye was not provided) was caused by inflammation and ¿infection.¿ the pt was prescribed tobradex every 4 hours for 2 months. The ecp reported the pt started treatment about 1 ½ months ago. The pt does not have any permanent damage or vision loss and advised the event is nearly resolved. The pt is currently not wearing lenses. On 13nov2019 additional medical information was provided by the ecp: the ecp reported that the pt started having irritation in the os. The corneal ulcer was only diagnosed in the os. The ecp couldn¿t clarify if the os corneal ulcer was caused by inflammation or by ¿infection¿. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00r1j9 was produced under normal conditions. The suspect os contact lens was discarded by the pt. No evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.